Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 503 mg/dl. Customer¿s current blood glucose value was 142 mg/dl. The customer treated with the pump. The customer also states had received no delivery alarm during manual prime however, the insulin did exit. Troubleshooting was done for high blood glucose and no delivery alarm. The customer states the drive support cap appears normal. The customer declined to check for the presence of leaks or air bubbles. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.